Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was observed, during device evaluation. That there was white foreign material in the air/water channel of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and the reportable malfunction was confirmed. Based on the investigation, it is likely that the following led to the malfunction: leak occurred at the bending section, reprocessing could not be completed. Subsequently, foreign material remained at the a/w-channel. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.